Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise on the ventricular channel was noted via a merlin.net transmission. Intermittent low amplitude r-waves were also noted. The lead was explanted and replaced. The patient was doing fine after the event.